Event description:
It was reported by the clinician that the catheter was being used on a patient. The catheter was being placed in 2008, when the spring wire guide (swg) unraveled and a piece embolized in the patient's pulmonary artery. At which time, the patient was hospitalized and a pediatric cardiologist removed the piece the next day. The piece that was removed was given by the cardiologist to the patient's mother. There were no complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.